Event description:
A 10mm balloon was introduced in the pt positioned at the lesion. The balloon would not inflate. The physician removed the balloon, guide and wire; the shaft at the balloon catheter was cracked and separated.